Manufacturer narrative:
Product investigation summary: visual inspection was performed on the suspect product and found the plunger rod was partially advanced. The lens was stuck in the cartridge and the cartridge tip was bent/damaged in way that was consistent with damage that occurred during shipping. Viscoelastic residue was distributed through the entire length of the cartridge. The lens module and device assembly were inspected, and no issues were identified. The plunger rod advancement was inspected, and no resistance was felt. The lens was removed from the cartridge and was possibly damaged during removal. The lens was cleaned and presented with damage to the optic body and haptic as well as cosmetic damage/scratches on the optic body. No further evaluation was performed. The complaint issue lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preload intraocular lens(iol) looked malformed. The lens was wasted. The procedure was complete with the back up lens with the same model and diopter. The issue was noticed during handling/prior to insertion. The re was no patient contact. From additional information it was learnt that the lens looked malformed. Wasted lens did not seem to have the normal shape. Therefore insertion was not attempted. There was no use error.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 8/16/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal the complaint device was received with the plunger rod partially advanced. The lens was stuck in the cartridge; the cartridge tip was bent/damaged in way that may have occurred during shipping. Viscoelastic residue was distributed through the entire length of the cartridge. The lens module was inspected, presenting with no damage or viscoelastic residue. Device assembly was inspected and no issues were identified. Plunger rod advancement was inspected and no resistance was felt. The lens was removed from the cartridge and possibly damaged during removal. The lens was cleaned, presenting with damage to the optic body and haptic along with scratches on the optic body. The lens was not malformed or misshaped. Conclusion: the complaint issue lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.